Event description:
It was reported that the system displayed a control console (panel) error. This error causes the system to immediately shut down. There is no report or injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.